Event description:
(B)(6) received information that following the implant of this 23 millimeter edwards sapien 3 ultra transcatheter bioprosthetic valve, within a stenotic (B)(6) transcatheter bioprosthetic valve, complete heart block developed. The patient was dependent on pacing. A permanent pacemaker was subsequently implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).